Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the device jaw's inner coating peeled off and a burnt mark on part of the outside jaw's occurred. The part fell into the patient's cavity and was retrieved. They replaced the device to complete the case. There was no patient injury.